Event description:
It was reported that high threshold was observed. Lead was explanted and replaced.

Manufacturer narrative:
Analysis was normal. No anomaly was found.

Manufacturer narrative:
No medwatch form was received. Device evaluation anticipated but not yet begun.